Event description:
It was reported that the patient experienced a loss of stimulation/therapeutic effect. The patient indicated they could not get the implantable neurostimulator (ins) to work as they had not used it for several months. The cause of the event, treatment, and patient outcome were not reported. Additional follow up is being performed to obtain this inf ormation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).